Manufacturer narrative:
(B)(4). A sample is not available. Since the lot number is unknown, no batch review will be performed. If any relevant additional information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report of the transfer set disconnecting from the titanium adapter is not confirmed, and the cause was not identified because there was no sample returned to baxter for evaluation. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient's transfer set disconnected from the titanium adaptor and the patient acquired peritonitis. Per the reporter, the patient had previously been diagnosed with peritonitis and was hospitalized but later discharged. The patient went back to hospital after the patient's mother noticed a tinge to the patient's effluent. The patient was again diagnosed with peritonitis and unknown antibiotics were administered. While in the hospital, the patient's transfer set became disconnected. The reporter stated the transfer set fell off of the titanium adaptor because it was not tightened, although the reporter was not sure what caused the transfer set to not be tight enough. The patient had their catheter replaced, due to "residual" in the catheter, and the patient was put on hemodialysis until last week of hospitalization, when the patient re-started peritoneal dialysis therapy. The patient was discharged and has recovered from the peritonitis, and has had no additional issues. The patient now uses a safety clip to keep the transfer set from falling off. No additional information is available.